Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer states pump had alarmed unexpected restart after a battery change. Troubleshooting was performed for error alarm and noticed alarm recurring after a battery change. The insulin pump is not expected to be returned for analysis.